Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the coils and core. No contrast was visible. There was a bend in the shaping ribbon 9mm proximal to the tip ball. There were offset intermediate coils proximal to the center solder for a length of 6mm. There was a kink in the core at the distal end of the hypotube. The core had separated at the proximal end of the hypotube. The fracture faces were bent and ovaled as if kinked prior to separation. A small portion of the core was protruding from the proximal end of the hypotube. There was a bend in the core 3mm proximal to the proximal solder and 131.2cm distal to the proximal end of the guide wire. During the investigation the core separated at the distal end of the hypotube. No other damage to the guide wire was noted. Both the distal and proximal portions of the guide wire passed through a .0145" hole gauge. Very slight resistance was felt when the offset intermediate coils passed through the hole gauge. This met manufacturing criteria. The tip was tugged on to verify that the core and shaping ribbon were intact. Both the distal and proximal portions of the guide wire were back-loaded through a new 2.0 x 20 voyager without resistance. The bmw product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem showed that the core immediately adjacent to the hyptotube joint had been bent excessively and the core fractured from ductile overload at a bend. From the incident information and from the overlapped intermediate coils found in the analysis, it appears as if there was resistance between the guide wire and the catheter. The cause of the initial resistance could not be determined, but there was no guide wire quality issue detected in the analysis. The hypotube joint likely bent during the attempt to remove the guide wire from the catheter. Once the core is heavily bent, it is weakened and continued manipulation and pulling can fracture the joint as appears to have happened in this instance. There was no manufacturing related quality issue found in the analysis. This very low-level failure mode is being monitored. To ensure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum two pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performance group.

Event description:
Reporting status - malfunction. Reporting rationale - guide wire separation has caused or contributed to patient injury previously. Device issue- guide wire separation. It was reported that the procedure was to treat a stenosis in the popliteal artery. After debulking the lesion, the bmw guide wire was placed and the atherectomy device was removed. A 2.0x30mm rx voyager dilatation catheter was advanced, but when resistance was met and catheter could not be advanced any further, it was thought that the guide wire had lost access, so the guide wire was pulled back. At this time, the tip of the guide wire was observed to be missing. The voyager was removed and the tip of the guide wire was found inside. A new bmw guide wire was used with the same voyager to complete the ptca. No patient effects were reported. No additional event or patient information is available.